Event description:
Reporter noted a posterior capsule tear that occurred as the surgeon was polishing the capsule. The surgeon described an increase in vacuum during the procedure. An anterior vitrectomy was performed, and the case was completed with iol placement. The pt prognosis is good.